Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly due to fluid leakage found in the cuff component. A revision surgery was performed to explant and replace the device. No patient complications were reported.